Event description:
It was reported that the burr and wire detached and remained inside the patient. The 98% stenosed target lesion was located in a mildly tortuous and heavily calcified proximal right coronary artery (rca). A micro-catheter advanced to the lesion after 1.5 hours of attempting to reach the lesion. The rotawire was advanced the 1.50mm rotapro advanced to the lesion. Ablation was initiated without issue. The 1.50mm rotapro was advanced around the bend on the proximal lesion and the rotapro drop to 15,000 rpm then stalled. The 1.50mm rotapro was then attempted to be withdrawn in dynaglide mode, the burr detached from the rotapro and the rotawire detached and became stuck in the rca. The patient was very asymptomatic. No attempt was made to retrieve the detached burr and the distal part of the rotawire. The detached burr was buried in the calcium and snaring was not an option as there was nowhere to grab the detached tip. The procedure was cancelled and the next action was open heart surgery.

Manufacturer narrative:
Age at time of event: 70s-80s.

Event description:
It was reported that the burr and wire detached and remained inside the patient. The 98% stenosed target lesion was located in a mildly tortuous and heavily calcified proximal right coronary artery (rca). A micro-catheter advanced to the lesion after 1.5 hours of attempting to reach the lesion. The rotawire was advanced the 1.50mm rotapro advanced to the lesion. Ablation was initiated without issue. The 1.50mm rotapro was advanced around the bend on the proximal lesion and the rotapro drop to 15,000 rpm then stalled. The 1.50mm rotapro was then attempted to be withdrawn in dynaglide mode, the burr detached from the rotapro and the rotawire detached and became stuck in the rca. The patient was very asymptomatic. No attempt was made to retrieve the detached burr and the distal part of the rotawire. The detached burr was buried in the calcium and snaring was not an option as there was nowhere to grab the detached tip. The procedure was cancelled. The procedure was cancelled and the next action was open heart surgery. It was further reported that the fragments of the detached rotawire was fully recovered from the patient during open heart surgery.

Manufacturer narrative:
A2: age at time of event - 70s-80s. D4: lot number updated.